Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device had moisture damage on the lcd glass. No moisture damage on the motherboard, interface board, remote frequency board, motor, vibrator, and battery tube assembly during visual inspection. It also had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed button error after customer was pushed into the swimming pool. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.